Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 18-jul-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstrual periods") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), general physical health deterioration ("degradation of general status"), musculoskeletal pain ("joint and muscle pain") and fatigue ("chronic fatigue"). Essure was removed. At the time of the report, the menorrhagia, general physical health deterioration, musculoskeletal pain and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue, general physical health deterioration, menorrhagia and musculoskeletal pain with essure. The reporter commented: date of incident reported: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: implants that could be essure on right peri-medium (2mm). Amendment: the report was amended on 22-feb-2019 for the following reason: amendment: fu1 entered by mistake case (B)(4) was duplicate of case (B)(4), and not of (B)(4). Information, sources and references deleted and transferred to case (B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-jul-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("hemorrhagic menstrual periods") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), general physical health deterioration ("degradation of general status"), musculoskeletal pain ("joint and muscle pain") and fatigue ("chronic fatigue"). On an unknown date, the patient experienced asthenia ("asthenia"), depression ("depressive syndrome") and unevaluable event ("CT scan performed on (B)(6) 2018 found an implant that could be essure on right peri-medium (2mm)"). Essure was removed on(B)(6) 2017. At the time of the report, the menorrhagia, general physical health deterioration, musculoskeletal pain, fatigue, asthenia, depression and unevaluable event outcome was unknown. The reporter provided no causality assessment for fatigue, general physical health deterioration, menorrhagia and musculoskeletal pain with essure. The reporter considered asthenia, depression and unevaluable event to be related to essure. The reporter commented: date of incident reported: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: implants that could be essure on right peri-medium (2mm). Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: during a cluster reconciliation, and following confirmation from the local health authorities, case (B)(4) (legacy device report num MFR 2951250-2019-00614) was identified as a duplicate of this case. All case information from case (B)(4) have been transferred to this case. New reporters added; patient¿s initials updated, date of birth provided; new lab data added; essure was inserted on (B)(6) 2013 and removed on (B)(6) 2017; asthenia, depressive syndrome and CT scan performed on (B)(6) 2018 found an implants that could be essure on right peri-medium (2mm) were added as event. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.